Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 300s (mg/dl). Customer changed infusion set and administered a bolus to treat bg levels. Troubleshooting with tandem technical support on (B)(6) 2016 indicated that the pump itself was performing as intended.